Event description:
Caller reported that their continuous glucose monitor (cgm) displayed error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, walked the caller through the reset process, and advised waiting 20 minutes before starting a new sensor session, which the caller understood and acknowledged. After the reset, the cgm error did not appear again.